Event description:
It was reported that the pressure transducer test failed during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our investigation of this complaint has been completed. It was reported that our distributor investigated the anesthesia system at the hospital. The inspiratory pressure transducer pcb was found faulty and was replaced. The anesthesia system was successfully tested and was cleared for clinical use. The device logs have not been available for evaluation and the replaced part was kept by the customer as per their policy. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Based on the above information, we have not able to confirm the reported issue, nor have we able to determine any cause of the pressure transducer test failure.